Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer. Due to multiple hardware interventions performed, a definitive component could not be identified as the sole contributor of this event however there is sufficient evidence to suggest a hardware malfunction was the cause of this event. Beckman coulter field service engineer replaced the buffer valves on cell 2, the ise mix motor, the peristaltic waste pump, the flowcell waste valve and the reference electrode block which resolved the issue. (B)(4).

Event description:
The customer reported the generation of erroneous ise (ion selective electrode) patient results on their au5800 chemistry analyzer. The erroneous results were not released out of the laboratory; hence, there was no change to patient treatment. The customer provided examples of the erroneous results for one patient. No patient demographics were provided.